Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that the blockage alarm triggered. There was no physical damage to the device. A "high pressure" alarm was recorded in the event log multiple times. Yes, the reported problem was confirmed. The root cause of the event was an anomaly in the component (the downstream occlusion sensor). The device passed all functional tests with no problem after the repair was completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the blockage alarm triggered. The event occurred during priming at the patient's home. There was no patient involvement.